Event description:
Customers experienced issues with cartridges not staying attached to the pump and resorted to using tape to keep them in place. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.